Event description:
Additional information has been received that axis was stable.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that on the first day following an intraocular lens (iol) implant procedure, the patient demonstrated visual acuity was good. Few days later there was a deterioration in vision. Implant axis check showed that the intraocular lens (iol) had rotated from its original implant axis. Repositioning of the iol was planned. Additional information has been received that the repositioning of lens was done, and patient subjective visual outcome was good.